Event description:
It was reported that on (B)(6) 2011, the patient underwent a direct stenting procedure with an xact stent in the right internal carotid artery. On (B)(6) 2011, the patient was diagnosed with a stroke. The patient's nih stroke scale was 6, with minor paralysis, left leg weakness, and left-sided facial droop. Patient's situation is improving. No treatment was specified and the patient was discharged to home on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects of cerebrovascular accident and weakness are known adverse events as listed in the xact instruction for use. Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.